Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Distal femoral component which was assembled with "the anchorage stem 6466-6-xxx" loosened after the medical procedure.

Manufacturer narrative:
An event regarding component disassociation involving a hmrs distal femur was reported. The event was not confirmed. Method & results: -device evaluation and results: the hmrs distal femur component appears consistent with a component that was implanted and subsequently explanted. The antirotation lug is intact. There are some scratches and indents visible in the female taper of the component which is consistent with the damage that would have been caused by a taper disassociation event. -medical records received and evaluation: not performed as medical records pertaining to the second disassociation event were not provided. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the hmrs distal femur component appears consistent with a component that was implanted and subsequently explanted. The antirotation lug is intact. There are some scratches and indents visible in the female taper of the component which is consistent with the damage that would have been caused by a taper disassociation event. The exact cause of the second component disassociation could not be determined because insufficient information was provided. The kmftr anchorage stem was investigated for the first component disassociation and no additional information has been provided since this event. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Distal femoral component which was assembled with "the anchorage stem 6466-6-xxx" loosened after the medical procedure.

Manufacturer narrative:
An event regarding component disassociation involving an hmrs distal femur was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned as it remains implanted. Medical records received and evaluation: not performed as medical records were not provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other similar events for the reported lot. Conclusions: this event is in relation to component disassociation of a second distal femoral component implanted from the same anchorage stem that was implanted (B)(6) ago and remains implanted. The exact cause of the second component disassociation could not be determined because insufficient information was provided. The anchorage stem was investigated for component disassociation under pi (B)(4) and no additional information has been provided. Further information such as product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Distal femoral component which was assembled with "the anchorage stem 6466-6-xxx" loosened after the medical procedure.